Event description:
Patient was revised to address poly wear of the liner (right side).

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the product and lot code was unavailable. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately nine years of implantation. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated.